Event description:
The device was used during an unspecified procedure on a horse. Reportedly, the instrument was difficult to open. The surgeon resected the device from the tissue to complete the procedure. The hosp has reported no injury occurred.